Manufacturer narrative:
Batch review performed on 09.16.2021 lot 2005766: 10 items manufactured and released on 11-08-2020. Expiration date: 2025-07-12. No anomalies were found related to the problem. To date, all items of the same lot have been sold with 1 similar reported event.

Event description:
At 2 weeks after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.